Event description:
It was rpeorted to bsc/target that the gdc 10-3d shape coil was detached within the catheter. About one third of the coil had gone into the aneurysm. A loop protruded and on attempting to withdraw the coil, the physician could see that there was a premature detachment. The physician's brief visual inspection before inserting the coil had not demonstrated any defect. The physician withdrew the catheter but unfortunately the coil slide out and he had to retrieve it with a snare device. There was no untoward event and went on to completely occlude the aneurysm without further incident.